Event description:
A customer contacted beckman coulter inc. (Bec) stating that they got a message on the unicel dxc 800 pro synchron clinical system that the wash concentrate reservoir was not filling. When they checked the bottle they found that wash concentrate was bubbling out of the reservoir. The customer was wearing gloves and a lab coat. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Per field service engineer (fse), the instrument was on standby on his arrival. Fse checked wash concentrate valves and canister and found no sign or indication of damage. Fse removed and emptied the solution. Fse put back the canister and primed and the canister filled with no issues. The issue was resolved and the customer did not call back to report any issue relating to this problem. (B)(4).